Event description:
Liver and kidney impairment; after learning the CPAP machine I had used for 5 years was recalled, I went in for a chest x-ray, a liver and kidney function test. I have scar tissue on my lungs and my liver and kidneys are not working at full capacity. I see my pcm (B)(6) to address these issues. FDA safety report ID # (B)(4).